Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box data showed one occlusion alarm. During testing, the pump successfully passed the ez prime steps with no occlusion. The pump was exercised for 24 hours with no occlusions. The force sensor calibration was found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. A 3500a supplemental correction was submitted to update the section on pump status.